Manufacturer narrative:
This (B)(6) patient with an average build had an initial surgery a couple years ago by oncology to remove a tumor in this right shoulder. The distal stem became loose and was revised on (B)(6) 2019 with a new stem, collar, and proximal body. The tray height was also built up. All available information has been received. Devices have not returned. Upon review of all the information, the cause of the loosening is likely related to the patient¿s previous cancer which likely resulted in poor bone quality. Concomitant device(s): distal fixation ring ha 19.5 (cat# 308-05-19). Med prox body +0 (cat# 308-10-00).

Event description:
This (B)(6) patient with an average build had an initial surgery "a couple years ago". The reported indication for the initial implantation was due to removal of a tumor in this right shoulder (oncology). On (B)(6) 2019, it was noted that the distal stem had become loose. The stem, collar and proximal body were revised. The tray height was also built up. All available information has been received. Devices are not available for returned. Upon review of all the information, the cause of the loosening is likely related to the patient¿s previous cancer which likely resulted in poor bone quality (pre-existing condition).